Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure of a dual chamber implantable pulse generator (ipg) system, prior to pocket closure the drape became contaminated, potentially infecting the patient. The entire ipg system was explanted and replaced with a leadless ipg system. No further patient complications have been reported as a result of this event.